Manufacturer narrative:
Concomitant medical product: 503458 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead experienced a microdislodgement and high thresholds. The lead was revised, the pace/sense portion of the lead was capped and the rest of the lead remains in use. No patient complications have been reported as a result of this event.